Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer cannot get the insulin to go from the reservoir into the tubing. Customer was hooked up with another set and it was working properly. Customer was not able to push the insulin with the plunger into the infusion set even after removing and reattaching the reservoir and tubing. Customer got another reservoir and infusion set and the next set worked. This has occurred three times in the last three months. Customer's most recent blood glucose level is 151 mg/dl. Three reservoirs will be replaced and one will be brought back for analysis. No further assistance required.